Event description:
It was reported that during initial implant, the implantable cardioverter defibrillator (ICD) and ventricular lead were placed and dft testing was to be conducted. The first three shock attempts failed to bring the patient out of ventricular fibrillation. External shocks were delivered but also failed. The physician started CPR and then moved the external defibrillation patch more lateral in which the fifth external shock rescued the patient. Because the sterility barrier was breached, the ICD and lead were explanted as a precaution and a new system will be implanted at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned for analysis and no anomalies were found. (B)(4) the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.